Event description:
A health professional reported the adc meter was reading higher when compared to a lab result. Health professional reported a patient was found unresponsive upon arrival of paramedics and a blood glucose result between 30 mg/dl and 40 mg/dl was obtained on the paramedic meter between 10:00-11:00pm. Customer was given glucagon and "narcom" (narcan) while being transported to a local hospital. Upon arrival to the hospital, two adc blood glucose meter results of >500 mg/dl were obtained at 11:53 p.m. And 11:56 p.m. Respectively and compared to a lab result of 40 mg/dl that was reportedly obtained at midnight. Results of 501 mg/dl and 40 mg/dl were plotted on the parkes error grid and the results fell into the "e" zone, showing the difference in values to be clinically significant. The reported loss of consciousness and treatment of glucagon was not related to the use of an adc product. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.